Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.

Event description:
The pt was admitted for a procedure in late 2007. A 3.5 x 13mm cypher select plus stent "separated" off the balloon, during the procedure, before it was positioned in the target lesion. There was no pt injury reported. The physician completed the procedure with another stent.